Event description:
It was reported the device exhibited an over infusion and a high pressure alarm. The device ended three hours early. The bag was empty when the patient arrived. Total reservoir volume was 138 ml, total given was 125.05 ml. The upstream sensor was on. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken. The device's event history log found high pressure, and upstream occlusion alarms. Three accuracy tests were conducted. The reported problem was duplicated, the device was found to be over delivering to the manufacturing specifications. It was determined that the out of specification expulsor assembly, downstream sensor, and upstream sensor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.